Manufacturer narrative:
Additional information was added to h4: device manufacture date - the lot was manufactured from june 19, 2023 to june 21, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this event occurred on four consecutive days between 10/21/2023 to 10/25/2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume folfusors underinfused medication to the patient. The expected therapy time was 24 hours; however, on four consecutive days, the devices failed to deliver the entire medication dose. This was discovered during patient infusion. The devices were filled with benzylpenicillin sodium and citrate buffer in sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.